Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 cautery became dislodged when cutting branches. Metal band was buckling in the middle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 18may2020 and investigated on 22may2020. Signs of clinical use and evidence of blood were observed. Tissue and material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw and hot jaw are intact. The heater wire was flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 cautery became dislodged when cutting branches. Metal band was buckling in the middle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.